Event description:
It was reported that bd insyte autoguard gn 18ga x 1.16in leaked blood. The following information was provided by the initial reporter: blood leakage.

Manufacturer narrative:
An additional lot number was provided in this complaint for material number 381444. Lot # 2290797. Mnf date 2022-11-02. Exp date 2025-09-30. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with blood excess / splash / spill / exposure lot # 3017058 regarding item (B)(4). A complaint history check was performed and this is the 3rd related complaint reported with blood excess / splash / spill / exposure lot # 2290797 regarding item (B)(4). A device history record review was completed by our quality engineer team for provided material number 381444 and lot number 3017058 and 2290797. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.